Event description:
It was reported the patient experienced a change in therapy effect since implant of their new pump. From what the patient understood, the health care provider (hcp) never programmed the pump at the time of implant so the patient went to have her pump refilled in (B)(6) and I was completely empty. The patient also had flu-like symptoms. The patient did not plan to return to the implanting hcp because of ¿the error¿. It was reported there was ¿nothing but trouble¿ with the new pump and that the patient had an increase of pain since (B)(6) 2012. It was reported the patient had one dose increase and three injections in her back that have helped with her pain. It was noted the patient had ¿more¿ degenerative disc disease in l2-3. The patient had an upcoming appointment on (B)(6) 2013 at which time she planned to discuss her concerns with her hcp. It was noted the patient was unaware of any volume discrepancies since the only refill she had the pump was empty due to programming error. It was reported the device system used to deliver infumorph and currently delivered morphine. It was later reported the patient had an ¿issue with reservoir¿. During the pump replacement the hcp reportedly ¿sucked out¿ the old drug and injected it into the new pump instead of filling the pump fully. The clinic was not made aware of this and therefore they had a different refill date scheduled. When the patient went in for a refill, the reservoir alarm was occurring and the pump was found empty. The empty reservoir occurred on (B)(6) 2013 and the patient was seen on (B)(6) 2013 at which time she was refilled. It was noted the patient had been seen again on (B)(6) 2013 but the reporter was not sure why ¿possibly another fill¿. It was also noted the patient experienced withdrawal ¿at some point¿. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received again reported that the patient never had therapeutic effect. Six months ago, the healthcare provider (hcp) transitioned her off morphine to bupivacaine; however, that had not worked for her regarding pain relief. The hcp was going to switch her back to morphine within the next week. The reporter was redirected to the hcp.